Event description:
Patient revised for pain. **update** (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from fluid and loosening. An unknown device was added to address the loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes c34f71 and 2775080. A search of the complaint database search finds one additional reported incidents against lot code 2709799 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain. Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from fluid and loosening. An unknown device was added to address the loosening. Update: (B)(4) 2013 - the acetabular cup was identified as the loose component. The cup was revised due to subluxation. Part/lot was updated.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: date of birth, UDI.

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup and loosening of stem.